Manufacturer narrative:
This ICD remains in service for the time being. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
It was suspected this ICD was explanted, but this could not be confirmed. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) in (B)(6) 2011, and then triggered end of life (eol) in (B)(6) 2011. The time between eri and eol was not as expected. The decision was made to explant and replace this ICD within the near future. There were no adverse patient effects reported.

Event description:
Subsequently, additional information was received that it was suspected this device was explanted and sent back for analysis, but this could not be confirmed.